Event description:
It was reported that the customer was hospitalized for high blood sugar levels. The customer was treated with an insulin drip. It was indicated that the pump is alarming and it keeps recurring. The customer was told that their pump needs to be replaced and the pump is now out of warranty. At that time, the customer was advised of their out of warranty options. In addition, the customer was instructed to revert back to manual injections per md protocol.